Event description:
It was reported that the patient had been inpatient due to their seizures. The patient had a twenty minute seizure. The patient¿s vns device was checked, device diagnostics were within normal limits, and the output current was increased. The current neurologist was unaware that they had a vns device. The patient¿s epilepsy was not well controlled, and the patient had not seen a neurologist in a while due to insurance concerns. The neurologist was not able to determine the cause of uncontrolled seizures. Programming history was reviewed for the patient. No anomalies were seen. No additional or relevant information has been received to date.